Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound and no lock. External equipment has been exchanged; however, the issue did not resolve revision surgery is under consideration.